Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Problem description: door open error. Lab observations (condition of unit as received): the module was received in good condition. Investigation summary: confirmed issue. Defective door transmitter and sensor on ail. Also; iui bracket damaged. On logic board side, mounting screw was cross threaded during assembly. Bracket was replaced by ops lab tech. Conclusion: ail functions should be tested. Rework: replace ail. Confirm op1 encoder/transmitter is placed correctly before installing ail. Visual inspection required. Disposition: route to service for normal process.